Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently - every day between (B)(6) 2026. Data was provided for investigation. The allegation was confirmed due to the finding of signal loss over one hour frequently - every day within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.